Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology after the catheter was used for a month and a half in the patient's jugular vein, a blood leak was found. The nurse inspected it and found that luer-lock cap was cracked. She then removed and replaced it and it was used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient was a (B)(6) old male, (B)(6) cm tall, weighing (B)(6) kg.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a crack in a luer connector was confirmed. The customer returned one cannon ii plus connector assembly. The catheter connector assembly exhibited signs of use and had a cracked blue luer hub. Microscopic examination revealed that the blue luer hub has one crack that is through the top edge of the hub. The crack is 8mm in length. The crack extends from the top edge part way down the hub body. No cracks were observed in the red hub, but there was evidence of tool marks on the hub. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. The red hub did not leak. The blue hub started to leak as the pressure was increased from zero. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and other remarks: connectors should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the signs of use observed on the sample and the report that the crack occurred during use, operational context caused or contributed to this complaint. No further action will be taken.